Event description:
A 6mm diameter x 30mm diameter bride assurant biliary stent system was inserted into a pt for the endovascular treatment of an 80% stenosed renal artery lesion in 2004. The pt's vessel were reported to be moderately tortuous with little calcification. The lesion was not pre-dilated. It was reported that the device was advanced through a 6f cordis brite tip sheath and once positioned would not cross the lesion. When the physician repositioned the stent it dislodged from the balloon and onto the wire. The bridge assurant delivery system was removed and a balloon was advanced and inserted into the undeployed stent. The stent was captured on the balloon and was retracted to the pt's arm, where it was deployed. It was reported that the physician then pre-dilated the lesion. Another bridge assurant stent system was advanced and successfully deployed to treat lesion. No add'l sequelae were reported and the pt is reported to be fine.